Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection, as listed in the xience v instructions for use (IFU) is a known adverse event associated with coronary stenting. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." In this case, there was no report of any product malfunction at the time of the stent implantation. A conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that during stenting of the pre-dilated non-target mid lad lesion, a dissection occurred. Another xience v stent was used a treatment for the dissection. There were no reported pt effects. No additional event or pt info is available.